Event description:
It was reported there were high thresholds and loss of capture on the right ventricular lead. The lead was capped. During lead replacement procedure, multiple positions were attempted but were unable to obtain capture and high thresholds were reported. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)